Event description:
It was reported that the catheter could not be restored after deformation. No patient complications occurred. The procedure was completed using different farawave catheter. The product is expected to return. It was further clarified that after the catheter deployed spline; it could not be fully retracted to the initial state. Sharpe deformation was seen in catheter arm. It occurred during flushing and testing.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of material deformation and failure to deploy. Upon device return and inspection, no outer abnormalities were observed. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and the device was deployed to basket and flower position with no unusual resistance noted. The material deformation reported are bends in the distal part and are normal. The deployment was performed successfully. The material deformation reported are bends in the distal part and are not considered a malfunction, as they are expected as part of the catheters normal functionality during the procedure. During product analysis, the device passed all test performed, showing no evidence of the reported failure. Device history record review/service history. It was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: boston scientific has assigned an investigation conclusion code of no problem detected and supporting evidence that came to this conclusion. Boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.

Event description:
It was reported that the catheter could not be restored after deformation. No patient complications occurred. The procedure was completed using different farawave catheter. The product was received for analysis. It was further clarified that after the catheter deployed spline, it could not be fully retracted to the initial state. Sharpe deformation was seen in catheter arm. It occurred during flushing and testing.